Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. The device was returned for failure analysis and the reported failure (error c-33/c-00) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an error c-00 occurred on the generator. The technical service engineer (tse) guided the customer to reboot but the issue persisted. The procedure was completed the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a backup integrated electrosurgical unit (iesu). There was no injury to the patient.